Manufacturer narrative:
No production device history record (DHR) will be reviewed per (B)(4) since the reported issue is unrelated to a malfunction of an intra-aortic balloon pump (iabp) nor was an iabp involved in the event. The customer called and advised that they had received these batteries in error. A return authorization (ra) was issued to the customer for the return of the batteries to getinge. Also, a replacement order was shipped to the intended service rep. No evaluation has been performed on the returned parts as there was no malfunction. This event is strictly a shipping error and a malfunction of the batteries or any medical device. (B)(6).

Event description:
The customer received a shipment of batteries in error. The li-ion battery packs were shipped to (B)(6) instead of the intended getinge service representative. The customer called & advised that they had received these in error.

Manufacturer narrative:
This event was mistakenly reported as a complaint. After further review, we discovered that this shipping error is not a valid complaint. Therefore, the related complaint record will canceled in our system.

Event description:
The customer received a shipment of batteries in error. The li-ion battery packs were shipped to wellstar kennestone hospital in marietta, ga instead of the intended getinge service representative. The customer called & advised that they had received these in error.